Event description:
According to the reporter: during laparoscopic colectomy, they set device, however the device did not react. Replaced another idrive device, however the same event occurred. Replaced by an ultra handle ,the firing was completed. The sales rep checked the 2 sets of the idrive in question ,and the same event occurred as below. The status indicators were illuminated blue ,which showed the end of life battery. He connected adapter to handle, however the adapter indicator was not illuminated. He connected cartridge to handle,however the cartridge indicator was not illuminated. The jaws were able to be opened and closed, however he could not fire the device. Sterilization method : autoclave in 135 degree c exposure time : 10 minutes, type of cleaning was manual cleanser : s clean ew. The event occurred in use for patient. The procedure was completed with another device. The procedure was converted to an open procedure. Patient status: alive with no injury.